Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown) egia45av, egia45av egia 45 artic vascular sulux6 (lot#unknown) sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no visual abnormalities. Functionally, the handle initialized after being fully charged on a rpa charger running v16 software. The handle had 86 of 300 procedures remaining. The close key switch was not working after connecting a clamshell, adapter and loading unit to the handle. The close key switch was tested on an instron and the results did not pass. It was reported that the clamp test was unable to be performed. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a thoracic lobectomy, the device was used normally for three firings. After attaching the cartridge for fourth firing, an attempt was made to check the opening and closing of the jaws, but the jaws did not close. Articulation could be done but the closing of the jaws or the positioning of the device was difficult. A restart was performed by long pressing and hold down the green button, but the issue did not improve. Another device from another manufacturer was used to complete the case. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that the close key switch was not working after connecting a clamshell, adapter and loading unit to the handle. The close key switch was tested on an instron and the results did not pass.